Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received a complete lead was returned in one piece. With the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. After cleaning the blood/tissue from the helix, the helix could be retracted and extended. The helix length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
During an initial implant procedure, the helix was unable to be extended on the right ventricular (rv) lead and due to the inadequate fixation of the helix, the rv lead dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.